Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) year old female patient receiving intrathecal morphine 10mg/ml at 2.146mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the patient's pump was replaced due to elective replacement indicator (eri) on 2015-09-18, and since then the patient has had sudden symptoms of lack of efficacy, including withdrawal and increased pain. A roller/dye study procedure was being performed, and they wanted to review the procedure. They were in the middle of the procedure and have not been able to see the rollers move. The health care provider (hcp) was unable to enter the 0.01ml priming bolus required for the roller study (was unable to see the rollers move with simple continuous rate.) With help the hcp was able to select the special procedure in the priming field, and was able to enter 0.01ml bolus for the roller study. There was no motor stalls in the logs. The (B)(6) study was normal, and the hcp was able to aspirate the catheter. It was noted that the dye disseminated, and the doctor couldn't tell where it went. After the study the patient reported feeling better. The cerebrospinal fluid (csf) was sent to lab, because it was more yellow than desired. Results of testing of csf were high proteins, and high white / red blood cells. The patient was referred to neurology for interpretation. The patient was prescribed oral oxycodone. The issue was ongoing. The patient status at the time of this report was "alive- no injury." No surgical intervention had occurred, and it was unknown if surgical intervention was planned. The patient outcome and intervention remained unknown at the time of this event; if additional information is received this event will be updated.